Manufacturer narrative:
Covidien reference: (B)(4). The graphic user interface (gui) printed circuit board (pcb) was replaced. The service engineer (se) uploaded the software onto the device. The ventilator passed self-testing.

Event description:
Report received that the ventilator's top display was not working. The ventilator was not on a patient at the time of the event.